Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module energy device (pmed). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure using an xi system, an operating room (or) staff reported that they were unable to get the harmonic ace instrument to function with the system. Although they could manipulate the arm and instrument, no energy was delivered to the instrument. The team attempted to resolve the issue by replacing three energy cords, switching out the instrument, and rebooting the generator, but the device still failed to deliver energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the caller to inspect the energy cable connections at the back of the vision side cart (vsc) and observed that there was no led indicator for the energy port. The caller also tried connecting the energy cable to different ports on the vsc, but there were still no leds illuminated. Additionally, another customer called to report that the vsc personality module energy device (pmed) was not recognizing the harmonic cable, and the issue persisted despite trying multiple cables. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported "harmonic not working" was confirmed and replicated. In logs, no data was found to indicate that the fault had occurred the field. The personality module energy device (pmed) was returned in good condition. The pmed was installed onto a golden system where was triggered indicating fault on the pmed. It failed no boot intermittent. The probable root cause of the customer reported issue can be attributed to the defective personality module energy device (pmed). This issue was resolved by replacing the personality module energy device (pmed).

Event description:
Refer to h11 for follow-up information.